Manufacturer narrative:
The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system presented to the hospital approximately one month post-implant with fever and diarrhea. An echocardiogram revealed mitral insufficiency and vegetation present on the leads. The system was explanted without complication and a new system was planned after the infection was resolved. No additional adverse patient effects were reported.